Event description:
It was reported during a da vinci-assisted malignant hysterectomy surgical procedure, a vessel sealer extend (vse) instrument jaws were "sticky" with excessive tissue sticking in the jaws. The tissue was not observed to be dry tissue. The vse instrument had sealed and cut a few times, but the last time it was used it sealed, but it did not cut. A new vse instrument was opened, and the surgery was completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Advance failure analysis partially confirmed the initial findings. The energy recognition failed initially for a few attempts of connecting the vessel sealer extend instrument with the erbe as well as e100 generators. There was no excessive flash or visible debris blocking the metal contact pin in the blue connector. The laser ids of the radio frequency identifier (rfid) chip and power cord were checked using rfid editor and maintenance app and they matched. The metal pin contact area was cleaned, and the instrument passed energy recognition in all attempts (15 total).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument jaws were "sticky" with excessive tissue sticking in the jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the vse instrument to perform failure analysis. The vse instrument was analyzed, and the customer complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing and moved intuitive with full range of motion in all directions. The grips opened and close properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 7.21 lbs. The energy delivery test was performed with various orientations with the grip-tips and it passed. No ceramic dots were missing. A review of the log shows no errors. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have intermittent energy recognition failures. The in-house generator would recognize the connection when the instrument energy connector was pushed in. No obvious signs of damage. Heavy bio debris at the grip tips was observed. The instrument will be transferred to engineering for further investigation and e-100 log review.